Event description:
It was reported that the patient underwent a primary left medial collateral ligament repair with an ulna transposition transfer on (B)(6) 2014. During the procedure, the surgeon went to anchor the ligament and the anchor would not seat completely down. This occurred twice. The tips fractured off and had to be retrieved from the patient's wound, creating a twenty-five minute delay in the procedure. The patient was visually checked to make sure no fractured pieces remained. Another anchor was used to complete the procedure using a metal guide.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08396 / 08397).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse, by product being put through excessive force or bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. As stated in the instructions for use: ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance¿the device can break or be damaged due to excessive activity or trauma. This could lead to failure requiring additional surgery and device removal.¿